Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the meter/remote emitted an error 1 alarm during a bolus. The reporter indicated that the error 1 alarm would not clear from the meter.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 10/09/2014 device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the meter remote powered on during testing to an immediate error 1 alarm that was unable to be cleared due to an error with the meter ram.